Event description:
Journal reference: cilia et al. "Brain networks underlining verbal fluency decline during stn-dbs in parkinson's disease: an ecd-spect study" parkinsonism & related disorders/2007/13/5/290-4. The study evaluated 20 patients with parkinson's disease preoperatively and 12 months after stn-dbs. Clinical and cognitive data were compared with 12 matched pd patients who had not undergone surgery. Reportable event: an unspecified number of patients experienced a significant decline in the category of verbal fluency. The decline was selective and the data does not indicate how many patients experienced the decline.

Manufacturer narrative:
See scanned pages.